Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3-2 was not appearing on the bus and was missing from the virtual map. A field service engineer (fse) confirmed all status leds on both original controllers were functioning, including communication and retractor band indicators. Although the drawer controller was suspected, both controllers were replaced to resolve the issue. The fse noted loose retractor band connections on drawers 3-1 and 3-2, though the bands were in good condition and reused. After reconfiguring the drawer, the unit passed hardware test application (hta) testing. The fse also cleaned the cabinet and secured all cable connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a experienced a hardware issue where the device was not detected on the bus and failed to recover.the customer stated that there was a delay in dispensing medications to a patient.there were no adverse events or injuries reported based on this event.